Manufacturer narrative:
The site has responded to state that there was no mi that occurred in this patient after the index procedure; the patient denied chest pain and ECG and vital signs remained stable throughout the procedure. Enzyme levels were not elevated post procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of hypertension. Two resolute onyx des were implanted in the lad during the index. Lot details received. The mi occurred prior to the index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated. It was reported that on the same day, the patient suffered pci related myocardial infarction.